Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, power cord, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a corrupt files error and the power cord was damaged. No pt injury was reported.